Manufacturer narrative:
Product identifying information has not been provided, so compatibility confirmation and manufacturing documentation reviews could not occur. Neither x-rays nor operate notes have been returned. No pathology or other lab reports have been submitted outlining the patient's ion levels. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient has high ion levels.